Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. Boot test was performed and failed due to call tech support error icon displayed. Open receiver case for interior inspection was performed and passed. The log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot test was performed and failed due to call tech support error icon. Case opened for interior inspection and passed. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.